Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the distal conductor was fractured. It was noted there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was: kinked/buckled, melted, breached cut and had cosmetic depression, there was blood in/on the helix/lobe mechanism and the lead was stretched.

Event description:
It was reported an infection had occurred. The lead was removed. The lead was returned to the manufacturer, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.